Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box showed evidence of partially discharged batteries being installed. A visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. The returned battery cap had damaged threads. The battery cap contact dimensions measured within specifications. The pump intermittently powered on with the returned battery cap. A test cap was then used for investigation. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, the audio bolus button cover was torn. The button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).